Event description:
Manufacturer reference report: 3006705815-2019-01264.it was reported that the system was explanted on (B)(6) 2019.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: MFR reference report: 3006705815-2019-01264. It was reported the patient¿s scs system was not providing adequate relief. The patient refused reprogramming. As a result, the surgical intervention may take place.